Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced recurrent fungal peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event and patient outcome were not reported. Twenty-one days after receipt of this report, dianeal therapy was discontinued and on an unreported date, the pd catheter was removed. The following day after dianeal discontinuation, a hemodialysis catheter was placed. No additional information is available.

Manufacturer narrative:
Additional information b5: the peritonitis was manifested by cloudy effluent and abdominal pain. The patient was treated intraperitoneally with ceftazidime and vancomycin (doses and frequencies not reported) along with oral fluconazole (dose and frequency not reported). The patient was performing hemodialysis without any issues. Should additional relevant information become available, a supplemental report will be submitted.